Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the first trajectory was sent to l3 and the screw was placed, but it was lateral. The surgeon aborted navigation. There was no patient harm and the procedure was delayed less than one hour. Additional information received from a manufacturer representative reported that the deviation was less than 3.5mm. The suspected cause was the surgeon pushing on the arm too hard.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: no parts returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.